Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year 1 month post implant of a 29mm sapien 3 valve implanted in the aortic position via transfemoral approach, the patient went from mild to current day severe paravalvular leak (pvl). The non-coronary side appeared low and the site of the anterior pvl. A second 29 mm s3 valve was implanted with success. The pvl was reported to be trace post procedure, and the patient is doing well and in stable condition.

Manufacturer narrative:
Correction to h6 based on additional information. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The reason for the paravalvular leak is not available at this time. However, it could be the result of a lack of appropriate sealing of the valve to the target site. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.